Manufacturer narrative:
The customer reported that a bedside did not alarm for vtach at the central nurse's station on (B)(6) 2026. Technical support (ts) asked the customer to collect logs from the cns along with event printouts. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10: attempt # 1: (B)(6) 2026 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: (B)(6) 2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information. Attempt # 3: (B)(6) 2026 I called (B)(6) to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for (B)(6) to call me back with this information.

Event description:
The customer reported that a bedside did not alarm for vtach at the central nurse's station on (B)(6) 2026. There was no patient injury reported.